Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the suture between t1 and t2 implants came loose. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the device in good condition. T1 and t2 are in original ready for deployment position. The suture appears to have been pushed slightly forward which can occur when the depth limiter advances. A functional test was performed where the actuator cycled and functioned as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.